Manufacturer narrative:
A dräger field service engineer could confirm the reported problem and determined that the problem was associated to a problem of a dc/dc converter. The respective subsystem was replaced. Proper function was verified by the defined tests and the device has been in use since then without further problems reported. The self-monitoring function of the device may trigger a restart of the ventilator control unit if a significant deviation in one of the subsystems is being detected. The device will post a "vent inop!!!" Alarm and switch to manual ventilation mode; the active mode is clearly displayed on the screen. A successful restart will restore ventilation after approximately 30 seconds. If the deviation cannot not be removed the device will post a "system fault!!!" Alarm and remain in manual ventilation. Dräger finally concludes that the device responded as designed to the malfunction of an electronic component that occurred after approx. 18 years of operation. As confirmed by the report, the corresponding alarms were posted to alert the user. The user managed the situation by means of manual ventilation and, no patient consequences have occurred.

Event description:
It was reported that the device suddenly alarmed for "internal system failure" and stopped the automatic ventilation. The device restored ventilation after 30 seconds but the malfunction recurred. The user decided to swap the device and manually ventilated the patient until a replacement unit was made available. No patient consequences have been reported.